Manufacturer narrative:
The customer reported that this central nurse's station (cns) stopped alarming audibly. According to the customer, the alarm light and banners were functioning; however, there was no sound. Technical support (ts) had the customer closed and relaunched the software (sw) and after doing this, the alarms came back immediately. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt # 1: (B)(6) 2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2026 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating that the requested information cannot be provided.

Event description:
The customer reported that this central nurse's station (cns) stopped alarming audibly. There was no patient injury reported.